Event description:
The patient stated that while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. She stated that a whole cartridge of insulin spilled over her table but only a couple of drops of insulin fell into the insulin cartridge compartment. During troubleshooting with a company representative, the plunger was detached from the piston rod. The patient was instructed to clean out the infusion device with a cotton swab. She stated that "it is so clear and dry inside of the pump" and that "most of it fell on the table." The patient was educated on how to properly remove the cartridge. On follow up, the patient stated the infusion device was working fine and showed no signs of moisture. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.